Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing bupivacaine and clonidine for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) yesterday and has had increased pain since then and feels his pump has not restarted yet since the MRI. The patient does not hear any audible alarm and was looking for a company representative to check the pump as his physician was quite a distance from him. Reviewed a healthcare provider would have to be the one to make the request for a company representative.